Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient faced skin infection and an abscess at the infusion site event. The patient was treated with antibiotics. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.